Event description:
It was reported that an x ray was performed which showed an unusual shape and position of this electrode. At a subsequent follow up, the patient reported that the lead was feeling bothersome. A lead revision was therefore performed, where it was found that the electrode migrated and had pulled back. The electrode was successfully repositioned without complications. It was noted that at the original implant the distal tip of the electrode was not sutured. No additional adverse patient effects were reported. The electrode remains in service.